Event description:
Patient is on ccpd and patient's wife reported that they were up all night with alarms. She said that the cycler showed that patient did not fill enough but he felt full so he bypassed the fills. Tx settings are cycle based ccpd, 4 fills of 2,000 ml., last fill 0. Tx details: fill = 675, drain = 3334; fill = 1212, drain = 4793; fill = 683, drain = 1055; fill = 594, drain = 4026. The remaining solution from the two 5-l bags used was 3700 ml. Indicating that total solution used was about 6,300 ml. Total fill volume recorded was 3164. Total drain volume recorded was 13208.

Manufacturer narrative:
Cycler passed the scale calibration check and a valve actuation test. The weighted and displayed fill volumes were within the 2% tolerance. The reported dc (drain complication), fc (fill complication) or m65 (scale reading error) were not duplicated during simulated treatment. (B)(4). The stn # k043363.